Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient's system was fully explanted and replaced as they needed an MRI. Once new lead was implanted, the healthcare provider (hcp) tested the lead and the patient was feeling stim on all 4 contacts without issue. However, when lead was connected to the first ins, contact 3 was over 4k ohms after several impedance tests. The hcp removed the lead from the ins, wiped it down and reinserted it and impedances were tested again with the same result on contact 3. A different ins was used and impedances were tested again with the same result on contact 3. The hcp elected to leave everything as it was due to good lead placement. Caller checked in post-op and patient was feeling stim in the appropriate area at low amplitudes with all programs. Caller stated they will see patient again in a few weeks at post-op appointment. Caller has the first ins to return. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.